Manufacturer narrative:
The alarm trace showed abnormal aspiration alarms. The field service engineer (fse) made adjustments and replaced the sample probe. The service maintenance actions performed by the fse resolved the issue. The root cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number is 900144. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 124 umol/l. The sample was repeated twice and the results were 82.3 umol/l and 82.7 umol/l. The result of 82 umol/l was deemed correct.